Event description:
It was reported that when asymptomatic dependent patient presented in the clinic for a scheduled follow-up one week post implant, inhibition of pacing due to myopotential oversensing was observed when isometric exercises were performed. Device was reprogrammed but still oversensing leading to pacing inhibition was observed. Additional programming changes were made. Patient has also made lifestyle changes to prevent this. The patient was stable before, during, and after the device interrogation and will continue to be monitored.